Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and experienced an elevated blood glucose (bg) level of 245 mg/dl. Reportedly, the customer did not deliver a large enough bolus for the amount of carbohydrates consumed. To address the bg level, a correction bolus was delivered.